Event description:
Patient may have been revised. Authorization to retrieve explanted components had been signed and received, however, there is no confirmation that the revision surgery had been done. **update** (B)(6) 2012 - medical records were received. The patient was revised to address hip pain with symptoms of fluid accumulation. Also noted corrosion and shredding of the sleeve within the femoral head the trunnion of the hip stem.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.